Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a warehouse found a twisted tip on a polaris 5.5 plug driver upon return from a hospital. The facility did not provide any patient or surgical information with the returned device.

Event description:
It was reported that a warehouse found a twisted tip on a polaris 5.5 plug driver upon return from a hospital. The facility did not provide any patient or surgical information with the returned device.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the driver tip was twisted. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to applying off-axis forces on the driver during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.